Event description:
The product was used during a laparoscopic nissen fundoplication. Reportedly, the hinge of the instrument broke and the device remained in the open position. The surgeon enlarged the port site to remove the device. A new instrument was used to complete the procedure. The hosp has reported that the pt's condition is satisfactory.